Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the device was received in backup vvi operation. A device image showed a drop in battery voltage which triggered a power on reset which reverted the device to bvvi mode. A high current drain was suspected which could have contributed to a premature battery depletion. The root cause of this anomaly could not be determined despite extensive testing.

Event description:
It was reported that the patient presented in clinic for follow-up in backup vvi. The pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2013.